Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call is not able to calibrate. The customer¿s blood glucose level was 500mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The customer was advised to monitor for an hour and attempt a calibration.